Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's screen froze in the middle of an interrogation after flashing several times. The caller was advised to reboot the programmer and remove the battery, and the programmer was able to be restarted. The programmer remains in use. No patient complications have been reported as a result of this event.